Manufacturer narrative:
Product analysis: the external slider and tip capture handle were in the home position on receipt of the device. A bend was evident to the tip. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: the reported positioning difficulties and vessel injuries could not be confirmed from the pre-implant films provided. Procedural angiograms that might have shown attempts to advance the device through the access vessels were not available for assessment of the reported events. Although the cause of the event could not be confirmed, it is possible that the smallest observed access vessel diameter, noted as 7.5mm, may have contributed to the difficulties, considering that a smaller device was inserted without any issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an elective procedure to treat an aortic hematoma, the vamf3430c150te  delivery system was unable to smoothly enter the patient's femoral artery, resulting in damage to the femoral artery intima. It was stated the delivery system was prepared per the instructions for use and he hydrophilic coating was activated. The delivery system's proximal end was only able to enter the access vessel. Despite attempts to use a gore 24f vascular sheath, entry into the femoral artery was still unsuccessful. It was reported that the device diameter was not believed to be too large for the patient's access blood vessel. Ultimately, a domestic 18f access covered stent from another brand was successfully implanted. The vessel damage was repaired by implanting a 10 x5 non-medtronic y stent graft through the contralateral femoral artery. Per the physician, the cause of the difficulty inserting the valiant captivia is unknown. No patient complications have been reported as a result of this event.